Manufacturer narrative:
Date rec¿d by MFR : 01aug2019, date of report : 07aug2019. This complaint is a duplicate of prid (B)(4). This event was reported on MFR. Report #: 2031642-2019-03533. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. The fse stated that he arrived on site and attempted to power the unit on. The fse replaced the data acquisition (da) to motor controller (mc) 2nd gen. Cable with replacement 2nd gen. Cable. The fse tested the unit and the unit was fully operational. The unit was returned to service.

Event description:
The customer reported error code 1007 (machine and proximal pressure sensors failed). There was no patient involvement.